Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had the blood control feature fail. The following information was provided by the initial reporter: "the customer complained that the blood control valve didn't work properly after catheter insertion, i.e. The blood leaked immediately."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one retracted needle assembly and one photo. The reported defect appears to be leakage beyond the septum; therefore, the catheter/ adapter assembly would need to be examined. As the blood control valve or septum was not received for investigation and the defect cannot be confirmed without the component in question, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had the blood control feature fail. The following information was provided by the initial reporter: "the customer complained that the blood control valve didn't work properly after catheter insertion, i.e. The blood leaked immediately.".